Event description:
12/29/1997-pt had vertical bended gastroplasty. 1/6/98 pt readmitted with staple line disruption. Required gastroplasty take down, placement of multiple drains & antibiotic therapy. Disruption occurred at eea staple line and ta90b staple line.